Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that the reservoir is leaking past second o-ring. Customer was treating high blood glucose levels with manual insulin injections. Advised customer to check if insulin fluid is visible in the battery compartment, reservoir compartment or under the display screen. Customer states there was fluid in the reservoir compartment. Customer returning reservoir for analysis. Blood glucose level was 600 mg/dl at time of reporting. Nothing further reported.